Event description:
Explanting physician reported right side "rupture discovered by ultrasound". Physician has further confirmed "in 2020, during the examination according to the ultrasound of the mammary glands, a defect in the implant of the right breast was revealed. During the control ultrasound of the mammary glands in 2022, multiple defects in the implants were revealed with a violation of their integrity and the formation of organized streaks." Device has been explanted.

Manufacturer narrative:
Initial reporter info: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Explanting physician reported right side "rupture discovered by ultrasound". Physician has further confirmed "in 2020, during the examination according to the ultrasound of the mammary glands, a defect in the implant of the right breast was revealed. During the control ultrasound of the mammary glands in 2022, multiple defects in the implants were revealed with a violation of their integrity and the formation of organized streaks." Device has been explanted.